Manufacturer narrative:
(B)(4). Analysis revealed an anomaly of pump hybrid a high current drain. The ip shows that the pump had stalled and never recovered, analysis found a high dynamic current drain while motor was running at max rate during electrical testing.

Event description:
It was reported that a pending alarm occurred. The pump was not implanted due to the pending alarm. It was added that motor stall and ¿stop pump period may have exceeded tube set¿ occurred. ¿pump was in shelf date¿ was also indicated in the pump log. It was later reported motor stall occurred on (B)(6) 2012. There were no symptoms or injuries reported. There were no drugs being used in the pump since the pump was not used.